Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not deflate properly during patient infusion via a catheter. The expected infusion time was 7 days (168 hours); however, the device was disconnected a day early. The device was potentially filled with 2570mg fluorouracil in 0.9% sodium chloride having a total volume of 84ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: a batch review of the potential lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.